Event description:
In 2000 the pt underwent a cardiac procedure. The physician closed the arteriotomy site using the closer tsl 6fr. Device. The procedure was performed without complications. One month later the pt presented with drainage coming from the groin access site. Pt was taken directly to surgery where the vascular surgeon noted a 3 cm palpable fleshy area of infection. A graft was placed and the pt was given oral antibiotics. The pt recovered without further incident.